Manufacturer narrative:
Additional information-investigation completion: d4; h2; h6. The product involved in the report has not been returned for evaluation; however, functional testing was performed using the manufacturer retained 001350 tubing, from a different lot/batch on a resuscitation bag provided by the reporter (not the subject of the reported event). The test results showed the tubing port on the resuscitation bag was not international organization standardization (iso) standard; however, the tubing was able to be seated properly and remained attached during simulated use, including when the tubing was being pulled. The reported issue was not confirmed during testing. The most likely root cause is user error as if the tubing is only seated on the tapered section of the resuscitation bag port it will fall off. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided all information reasonably known as of 12 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, during a bronchoscopy procedure the new oxygen extension tubing popped off the bagger, multiple times, during resuscitation due to a poor fitting connection. As a result a new oxygen therapy circuit was setup; the event caused an approximate delay in therapy of 5 minutes; there was no harm or injury to the patient as a result of this reported event.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter. All information reasonably known as of 04 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, during a bronchoscopy procedure the new oxygen extension tubing popped off the bagger, multiple times, during resuscitation due to a poor fitting connection. As a result, a new oxygen therapy circuit was setup; the event caused an approximate delay in therapy of 5 minutes; there was no harm or injury to the patient as a result of this reported event.